Event description:
Boston scientific received information from the patient who is implanted with this pacemaker and non-boston scientific leads, that a site infection had been treated with antibiotics. Also noted was that the patient was experiencing intermittent stinging pain from his throat to his left shoulder that was apparently device related. Finally, the patient states he was told by his health care provider that the leads were not connected correctly to his device. Subsequent information was obtained that the patient's pacemaker system was going to be repositioned, but the reason for the procedure was not available. The local boston scientific field representatives have been unable to obtain any further information related to the patient's report. At this time, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.